Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured due to calcification. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.